Event description:
Report received indicates that chemotherapy leaked at the connection between the filter site and tubing. The tubing came apart from the filter. The tubing set had been in use on the homecare pt since december 2002 and the set came apart in 2003. The IV sets are changed weekly. The medication was infusing at 0.6ml/hr via PICC line. The pt did not call the resource clinician, but fixed the tubing by using tape. It was unknown how much of the drug was lost from the spill, but it was reported that "one dose of the drug was missed." It was reported that no air entered the line and no blood loss occurred. The spillage did not come in contact with the pt's skin. The pt's bed sheets and clothes were changed. The pt applied the spill protocol using a spillage kit as instructed by the facility's teaching protocol. Although requested, no add'l info was provided.